Event description:
It was reported that the collimator on the 9800 system intermittently opens and closes. Customer also reports the foot switch is intermittent, pt images are mixing between files. After the system reboots, the system works fine. Subsequently, the pt case images begin to mix between pts and the images recalled are not the images selected. The event occurred in 2007, but was not reported to our co until 04/24/07.